Event description:
The patient reported experiencing an infection at the pod site in (B)(6) 2026. The patient stated that they did not have any doctor's certificate for the incident. The patient went to the emergency room and there they were informed that the area had to mature. The patient then went to their family doctor and there it was mentioned that site infection had to be cut open. There were no further information or details provided for the incident in (B)(6) 2026. Additional follow-up is being conducted to retrieve further details surrounding this event. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.